Event description:
Leica biosystems received a complaint regarding underprocessed tissue on two processors. On (B)(6) 2017, leica biosystems received information from the laboratory indicating "several cases they will need to re-biopsy." Further information is being sought as to the number of patients requiring re-biopsy and patient identifier information. A follow up report will be submitted if additional information is obtained. Refer to reports: 1423337-2017-00016 and 1423337-2017-00017 for information on the two processors.